Event description:
We received a report that an intraocular lens (iol) was explanted because the patient was not satisfied with their visual outcome. The lens was replaced with another lens during the same procedure and no patient injury was reported.

Manufacturer narrative:
(B)(4). MFR report # should have been (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) used for explant of intraocular lens (iol). Prior to release to market, the iol met all manufacturing specifications. All pertinent information available to abbbott medical optics has been submitted.

Manufacturer narrative:
Lens was received in two halves of the optic. The returned lens was inspected at 10x microscope magnification. Lens had surface residuals adhered to both side of optic body compatible with handling lens in an unsterile environment. Diopter measurement: the condition of the lens did not allow a diopter measurement. The lens diopter result obtained from the electronic system during the lens manufacturing, shows that lens with serial number (B)(4) was within specification. Conclusion: the diopter inspection from the electronic report showed that the lens was released within the diopter specifications. All pertinent information available to the manufacturer has been submitted.